Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician was using the ptd device for the declot of an arm graft. When the driver was not operating at full power they removed the ptd device and noticed that a piece of the black tip was missing. They are not sure if it was like that out of the kit or if this detached during the procedure. A second kit was used to complete the procedure. There was no patient death reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the black distal basket tip separated from the basket during use was confirmed. The customer returned one 5 fr ptd catheter assembly. Visual examination of the returned component revealed that the black tip is broken off at the base of the distal connector and only a portion is present on the end of the basket. The catheter is inserted through the sheath and the basket is deployed. The remaining piece of the tip is attached to the distal basket connector. Approximately .2630 in remains attached indicating that at least 0.2526 in is missing per the ptd catheter graphic specification of 0.5156-5626 in. Microscopic examination revealed that the remaining piece of the attached tip end is stretched and folded over the distal connector tip. This damage indicates that the tip was twisted and torn off. The sheath and basket appear typical but used in that remnants of dried biological material can be seen on both. The IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching other remarks: the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. No lot number was provided by the customer. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the ptd catheter assembly with no relevant findings. The investigation found no evidence to indicate a manufacturing related issue. Based on the time of discovery and the reported information, operational context appears to have caused or contributed to this complaint. No further action will be taken.